Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable no longer charges the pump. Customer used another usb cable and the pump was able to be charged. A replacement usb cable was sent to the customer. There was no reported impact to customer's blood glucose level.